Manufacturer narrative:
Batch review performed on 07 february 2020. Lot 121506: (B)(4) items manufactured and released on 26-jun-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient returned to the hospital for review, pain in the hip. Stem loosening was detected therefore requiring revision surgery 6 years and 5 months after "prmary". The surgery was completed successfully.